Event description:
Vinyl gloves used in clinic as iniversal precautions barrier. Gloves have random holes and tears in them. The gloves tear easily when applying. Two boxes of gloves were examined with same lot #, with the same results.